Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance greater than 150 ohms. Technical services (ts) was consulted and advised the shock impedance has been increasing gradually and is now around 150 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance greater than 150 ohms. Technical services (ts) was consulted and advised the shock impedance has been increasing gradually and is now around 150 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and right ventricular (rv) lead remain in service. No adverse patient effects were reported. Received additional information the device and lead were explanted and replaced successfully. The explanted products will not return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
H3 field correction - device eval by manufacturer updated from yes/required to enter your selection here/n/a. Report number: 2124215-2025-06879.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance greater than 150 ohms. Technical services (ts) was consulted and advised the shock impedance has been increasing gradually and is now around 150 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and right ventricular (rv) lead remain in service. No adverse patient effects were reported. Received additional information the device and lead were explanted and replaced successfully. The explanted products will not return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance greater than 150 ohms. Technical services (ts) was consulted and advised the shock impedance has been increasing gradually and is now around 150 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and right ventricular (rv) lead remain in service. No adverse patient effects were reported.